Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that upon interrogation with the clinician programmer, there was no telemetry on (B)(6) 2017. The patient had followed up at 1 month, as well as at 6 and 9 months ((B)(6) 2016 and (B)(6) 2017). On (B)(6) 2016, parameters were 5.5v, 9.5 ma, pw 330, rate (B)(4), 1s on/4s off, impedance of 574. On (B)(6) 2016, parameters were 7.6v, pw 330, rate (B)(4) hz, 2s/3s. On (B)(6) 2017, parameters were 7.6v, 17.4 ma, pw 330, rate (B)(4) hz, 2s/3s. It was indicated that there was early battery depletion, and the patient experienced a return of symptoms. There were no known environmental/external/patient factors that may have contributed to the issue. The issue was not resolved at this time, but it was noted that the patient would follow-up for a battery change appointment. There were no further complications reported as a result of this event.